Event description:
The customer's spouse reported via phone call that the insulin pump alarmed button error, followed by a battery out limit alert, and had an unresponsive keypad. The caller did not know the blood glucose reading. The caller stated that when she and the customer tried to clear the battery out limit alert, the buttons did not work. The caller stated that the insulin pump had been kept in the customer's pocket while he was sitting down; she noted that the insulin pump's buttons may have been pressed leading up to the event. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump arrow buttons did not respond due to corroded keypad traces. The insulin pump was unable to verify battery out limit alarm due to unresponsive buttons. The insulin pump received with minor scratches on display window and cracked reservoir tube lip.